Event description:
Several reports from lpn staff that these needles leak at the hub where they are attached to the syringe or prefilled syringe. They've educated each other to not over torque when attaching to needle or how to place it on to mitigate leakage, but it still occurs. FDA safety report ID# (B)(4).